Event description:
The reporter contacted animas on (B)(6) 2015 alleging hyperglycemia while on insulin pump therapy with blood glucose measuring 3g/l with associated vomiting. The patient was reportedly hospitalized for treatment with insulin via injection. No further information was provided. The reported alleged a non-specific inaccurate delivery issue with the pump. This complaint is being reported because the patient reportedly experienced hyperglycemia requiring hospitalization and treatment by a health care provider while on insulin pump therapy and the alleged inaccurate delivery issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1 submitted: 06/30/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned and investigated on 06/29/2015 with the following findings: review of the black box data revealed the last basal delivery was recorded on 03/25/2015 at 09:39 am. The last bolus delivery was recorded four days prior, on march 21, 2015. The total daily doses add up to reflect the programmed basal target rate. On investigation, ez-prime steps were performed correctly with no error, alarm or warning during the investigation. The pump was determined to be delivering accurately and without malfunction. Investigation did not duplicate the complaint.